Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a partial circumferential tear 1cm proximal from the tip of the device. There was blood and contrast present within the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.